Manufacturer narrative:
(B) (4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. There are many factors that affect seal quality.

Event description:
The customer reported that during a laparoscopic bilateral salpingo oophorectomy, an end tone, indicating a completed seal cycle, was heard, but no seal was completed. The surgeon noted that no steam or signs of sealing were observed. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury.